Manufacturer narrative:
The reported event of unable to change to anasthesia mode without restarting file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported a device was infusing epinephrine on a patient but anesthesia mode was not used, and the device kept alarming delay complete alarm. At the time, the infusion could not be stopped to restart the device in anesthesia mode. The anesthesiologist had to keep silencing the alarm which was distracting him from the patient and making all potential alarms less meaningful. The customer requests an option for anesthesia to go into the anesthesia mode on the device without having to restart the pcu and interrupt the medication. There was no patient harm.